Event description:
During the recent review of the patient's medical records provided by legal, the company was informed that the patient reportedly experienced a cerebrospinal fluid (csf) leak during revision surgery. Attempts to stop the csf leak were unsuccessful. The patient was not reimplanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The cerebrospinal fluid leak was resolved on (B)(6) 2006. This is the final report.